Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, inadequate bone quality/quantity, mobility. Labial not sufficient cortical bone. The 9.5 mm implant could not be stabilized apically either, so that the length was changed to 11 mm, which was also not primarily stable. (B)(6) are the same patient.